Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that after inserting the lead, the set screw of the right ventricular port at the pacemaker's header was unable to be tightened. The pacemaker was not used, and a new pacemaker was implanted. The patient was stable throughout the procedure.